Manufacturer narrative:
Codes were updated based in the gfe response, therefore, this MDR report was updated with the new codes. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was surgically abandoned due to high thresholds and possible high impedance. No additional adverse patient effects.

Event description:
It was reported that this lead was surgically abandoned due to high thresholds and possible high impedance. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection showed helix extremely stretched with tissue on it, possibly due to helix extension/retraction difficulty. The electrical allegations were not confirmed based on normal lead resistance measurements and a passing hipot test. Terminal boot torn apart near the terminal end, possibly damage during removal from header. Codes were updated based in the gfe response, therefore, this MDR report was updated with the new codes. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was surgically abandoned due to high thresholds and possible high impedance. No additional adverse patient effects.